Event description:
It was reported that the recanalization catheter was damaged upon removal from the original packaging. Reportedly, the catheter appeared to be stretched and therefore, was not used.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwk0296, for this issue. The device was returned. The investigation is inconclusive for the device being damaged prior to use, as the sample was returned in poor condition (i.e. Core wire protruding from the knob assembly and outer catheter bunching). The definitive root cause could not be determined based upon the available info. The poor sample condition of the returned device was likely a result of the user not properly disconnecting the crosser from the transducer it is unk if any device components were damaged prior to connecting the catheter to the transducer. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.